Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during the implant procedure, this left ventricular (lv) lead was not sensing the r waves through the pacing system analyzer (psa). The lv lead then displayed oversensing during pacing that did not correlate to the intrinsic r waves and t waves. It was also noted the lv pacing impedance was less than 400 ohms. As a result, the physician elected to implant a different lv lead. No adverse patient effects were reported.